Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals cracked while loading the seals into the procedure. No patient complications were reported by the hospital.

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals cracked while loading the seals into the delivery tube. The surgeon uses a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.